Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported on (B)(6) 2010 that the patient received inappropriate shock for af/rvr. The case clinically resolved by reprogramming. It was reported on (B)(6) 2011 that the patient received a shock at home for a-fib with rvr. The patient came to the clinic for evaluation. The physician decided to keep the programming as is. The patient was scheduled for cardioversion.